Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient used an expired sensor. The dexcom g4(tm) platinum continuous glucose monitoring system user's guide states: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label. At the time of contact, no injury or medical intervention was reported.